Manufacturer narrative:
Concomitant products used during the procedure: carto xp system: model #: m-4700-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). Webster quadripolar - deflectable catheter (product discarded/ not returned for investigation): model #:d-1079-236-s, lot #.: unknown. The customer was contacted by (B)(4). The physician advised it was not caused by any (B)(4) product. No further action is necessary at this time. Biosense webster manufacturer's (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that during a ischemic vt procedure, while the customer was mapping the patient, the patient went into cardiac arrest. The customer had ablated earlier in the case. The patient rhythm became unstable during the procedure which led to the adverse event. The patient was resuscitated with CPR and recovered overnight. However, the patient expired the following morning. The physician stated that it was not due to any equipment failure, but due to the patient's pre-existing conditions.